Event description:
The customer reports that when attempting to take a graft the dermatome took more tissue than expected (1 cm deep, 3 cm length), which they considered an injury. This site required a staple, a second dermatome was used to take a graft without incident. The procedure time was increased by 10 minutes.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.